Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary : the information in this complaint (B)(4) has been evaluated. The batch 6007399 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code leakage from connection of hub to the reservoir. The reference samples for the lot 6008189 have already been previously tested test results: the reference samples were tested for flow and leak. 1 of 10 reference samples a leak was found by the upper membrane. In the additional tests the samples were visually inspected for the tubing as per the test report. Device history record (DHR) review: the lot 6007399 was manufactured according to the wi version 12 manufactured in the line 6, on 09/jun/2024, with a total of (B)(4) units. Review of the DHR showed on inspection final is found one sample with tubing short, in extended inspection is acceptable. This is not related to the failure on the complaint. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 29/jan/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot 6007399 and no other complaint has been registered in database for the same lot 6007399 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reported, no defect on tests returned samples, no other complaint received on the lot in question and malfunction code, no further actions are required, no non-conformance (nc) related to this complaint. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4) event occurred in germany. It was reported that patient faced infusion set leakage, plaster got wet event on (B)(6) 2024. The infusion set was in use for two days. Insertion site was abdomen. No further information was available.